Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. Blood glucose value at the time of the incident was 121 mg/dl. The customer stated they did not receive a low battery alert prior to the alarm. Troubleshooting was performed. The customer stated that the battery was not previously used, the insulin pump was not dropped and there were no unattended alarms. The customer did not get another replace battery now alarm after changing the battery, however the customer reported that the insulin pump was very hot to the touch. It was advised to monitor the device while receiving a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm noted. Unit was received with scratched case and minor scratched lcd window. Electronic/motor assembly was inspected and no shorted/burns components noted. No battery/tube heating up or heat damage on the outside of the pump noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.